Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of constant alarms. The root cause of the reported condition was determined to be an incomplete solder joint on c8 on the micro processing unit printed circuit board. The micro processing unit printed circuit board was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infuso.r. Device which was experiencing constant alarms during set-up of the device in the operating room. One of these alarms interrupted delivery. There was no patient involvement. No additional information is available at this time.